Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported whiled using the bd alaris medical infusion system administration sets tubing snapped off. The following was received from the initial reporter: product failure with the alaris tubing while assessing blood return and flushing from the most medial tubing hub, tubing snapped off.

Event description:
It was reported whiled using the bd alaris medical infusion system administration sets tubing snapped off. The following was recieved from the initial reporter: product failure with the alaris tubing while assessing blood return and flushing from the most medial tubing hub, tubing snapped off.

Manufacturer narrative:
H6: investigation summary: the actual sample is unavailable for investigation. Three photos are provided for verification by customer. It was reported by customer that product failure with the alaris tubing while assessing blood return and flushing from the most medial tubing hub, tubing snapped off which could not be verified with the photos provided. The leakage and separation testing and verification under microscope could not be possible without the actual sample. A device history record review for model 2420-0500 and lot number 23023155 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause cannot be determined without the physical sample for investigation due to the product not being returned for failure investigation. H3 other text : see h10.